Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated, the customer went to the hospital lab for exam. During her appointment, she began to have hypoglycemic symptoms of shivering. A lab test was taken where the result was 48 mg/dl. A test was obtained on customer's performa system 2 minutes later and a result of 75 mg/dl was received. The customer's mother treated her with a cookie and juice. A test was obtained on the hospital's performa system and a result of 75 mg/dl was received 1 minute after customer's test. The customer is currently stable. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.